Manufacturer narrative:
The customer moved patients to spare transmitters on other central stations to continue monitoring. No part was repaired or replaced, and a follow up with the customer biomed on october 25th confirmed that there have been no reports of recurrence and the issue resolved with no intervention. This investigation is considered complete and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2016, a loss of telemetry monitoring occurred at the central station. No injury was reported as a result of this event.